Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6mm x 2cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a non-cordis 5mm x 20mm balloon catheter was used to dilate the lesion. An unknown 6mm x 1.5cm cutting balloon was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a short, severely calcified and stenosed left popliteal artery lesion. A contralateral approach was made with a 6f non-cordis catheter sheath introducer (csi) and a non-cordis guidewire was used to cross the lesion. Additional information was requested but was not provided. The device was not returned for evaluation as it was discarded. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with stenosis likely contributed to the reported event as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a phr review, and without the return of the product it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mm x 2cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. As a result, a non-cordis 5mm x 20mm balloon catheter was used to dilate the lesion. An unknown 6mm x 1.5cm cutting balloon was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a short, severely calcified and stenosed left popliteal artery lesion. A contralateral approach was made with a 6f non-cordis catheter sheath introducer (csi) and a non-cordis guidewire was used to cross the lesion. Additional information was requested but was not provided. The device was discarded and will not be returned.